Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The surgeon reported an event involving a pt treated with durs3391-duragen suturable dural regeneration template 3. The pt experienced a rash and/or a allergic reaction possibly related to the duragen or to the bone wax he was using after implantation. The surgeon believed the reaction is more likely related to the bone wax and not related to the duragen. Add'l clinical info requested from the reporting facility. Device was disposed of at the reporting facility.